Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported morphine over infusion in the nicu. The ordered rate was 0.16ml/hr, but 1.5 hrs into the infusion the rate was noted to be at 16ml/hr. The pt required more frequent monitoring and additional blood work. The pt is currently stable and still in the nicu. Customer requests event log review for programming, volume infused, and alarms during infusion. No further pt/event information was reported.